Event description:
Reporter states she received the wrong package for a different patient from aerocare for feeding tubes, syringes and food while waiting for her nebulizer to be delivered. Reporter has copd, laryngitis, and is on oxygen and thought it was their nebulizer being delivered.